Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump was also received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated she changed the battery and received a button error alarm and the buttons were not responding. Blood glucose value was 107 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.